Manufacturer narrative:
(B)(4). Conclusion: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What date did you develop symptoms (number post op days)? Can you describe all of your symptoms of reaction? What was your surgeon opinion regarding your symptoms? Did you receive any medical treatment for your symptoms? What date did the surgeon clip the suture? Did your surgeon save any suture for evaluation? Please provide your age and body weight and height at the time of this surgical procedure. Can you provide us with a brief medical/surgical history? What is the name and contact information of your surgeon? What was the date of the last visit with your surgeon? What was your surgeon¿s opinion regarding the suture spitting? Do you have your operative report to send via email to (B)(4) for review? What is your current status?

Event description:
It was reported by the patient that they underwent a cervical spinal fusion procedure on (B)(6) 2015 and suture was used. A few weeks postoperatively, the patient reports developing an infection at the incision, for which antibiotics and topical medication were prescribed. The patient also reported that soon after the procedure through to (B)(6) 2016, pieces of suture were coming out of the skin, which had to be clipped. During the initial healing, the patient reports using betadine to clean and dress the incision. The infection has resolved. Additional information has been requested.